Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the right-brain lead was replaced. The physician had assessed shortly after the implant procedure that the right brain lead was not in an optimal location, as it was superficial and not directly within the target area. The patient was doing well post operatively.